Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii, change shape/size/style" via the national breast implant registry (nbir). This record is for the right side. Device was explanted and replaced with abbvie device. It is unknown if the device will be returned.